Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in one piece. Analysis found the helix partially extended and clogged with dried body fluid. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was within specification. Further analysis of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-26668. It was reported that the patient presented for implant procedure. Prior to closing the pocket, it was noted that the right atrial (ra) lead had dislodged. When the physician attempted to unscrew the ra lead from the pacemaker in order to reposition the lead, the set screw was unable to be turned. Multiple hex screw drivers and a non ratcheting screw driver were attempted to be used unsuccessfully. Therefore, the physician elected to explant and replace both the ra lead and pacemaker successfully. The patient was in stable condition throughout the procedure.